Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, and multiple tunneling attempts have been ruled out as potential root causes. However, the surgical site was closed using surgical skin glue which is non-compliant to the IFU. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." Additionally, the implanting clinician reported the patient had really "thin skin" when closing the incisions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to non-compliance to the IFU as the surgical site was closed using surgical skin glue (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
During the patient's post-operative appointment, it was noticed the incisions were slow to heal. Topical antibiotics as well as steroid packs were prescribed to help with the post-operative inflammation. The patient is not wearing the device and will return for a wound check on (B)(6) 2025. As of (B)(6) 2025, the patient's medical team reported the incisions are looking much better and the patient can start wearing the device.